Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose level was unknown at the time of the incident. It was indicated that the customer was calling from chile. It was reported that the customer was instructed on how to clear the alarm, but they were unable to, due to the buttons being unresponsive. It was stated that the customer was not interested in filing a report and that they were going to let it fix itself. There was no indication of the insulin pump returning for analysis.